Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner need replacement. A field service engineer (fse) took the scanner out of its cradle, it rebooted. Fse was able to flex the universal serial bus (usb) cable and cause it to reboot. Fse replaced the usb scanner cable and tested multiple barcodes. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the retina scanner needed replacement and required multiple tries to function. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.